Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 250 (mg/dl). Reportedly, customer ate a meal and did not administer a correction bolus. Contact reported that the customer's bg levels stabilized and believed that it was due to the customer's active nature. Recommendation was made to consult with health care provider to discuss diabetes management.